Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed as fold flaw opening additional observations: observed 40 mm dark patch edge material inside gel device. Crease fold observed on the device. Wear abrasion observed on the device. Stress marks observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.